Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator light field was measured and found to be at 14 footcandles, which is below the 15 footcandles required per 21 cfr 1020.31. The service representative for the system was contacted and informed of the issue. No conclusion can be drawn as no further service information is available.

Event description:
The system's collimator light field intensity was found to be non-compliant with the federal standard. No patient or user injury was reported.